Event description:
It was reported the customer had an unexpected restart alarm and a signal too low alarm on their insulin pump. Customer's blood glucose was 300 mg/dl. The customer also reported another alarm occurred after repriming their insulin pump. Customer stated a temp basal was not programmed before the alarm occurred. The customer's insulin pump passed a self test. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.